Event description:
Healthcare professional reported that the port of a lap-band ap adjustable gastric banding system (standard) developed a leak in the tubing port proximal to the fill chamber and distal to the connector. The whole side of the tubing was eroded. The port of the lap-band system was removed and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further info from the reporter regarding event or pt details has been requested. No additional info is available at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".